Manufacturer narrative:
The incident date or "date of this event" that was provided in the initial report was incorrect. The correct date has been provided in this report. Also, the device information that was provided in the initial report was not verified, it is unclear which insulin pump the customer was wearing at the time of the hospitalization.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The attorney reported via phone call that the customer was hospitalized due to hyperglycemia. The customer's blood glucose was unknown at the time of the incident. The insulin pump will not be returned for analysis.